Event description:
The reporter indicated that site's hewlett packard handheld computer screen became frozen after interrogation. The event was resolved with a soft reset. The reporter indicated the handheld "just quit working" and has indicated he is going to return the handheld to the manufacturer. Good faith attempts are being made for more information and product return.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.